Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure there were no adverse effects.